Event description:
The hospital reported that the use of hst iii system (3.8mm) was abandoned due to poor fitting. There was no delamination or cracking of the seal. A different lot was used and the procedure was completed without any problems. There was no procedural delay. No patient harm occurred.

Manufacturer narrative:
Tw (B)(4). Updated fields: b4, b5, e1, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000481661 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Tw (B)(4). Event site name exceeded character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that the use of hst iii system (3.8mm) was abandoned due to poor fitting. A different lot was used and the procedure was completed without any problems. No patient harm occurred.